Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an implant procedure, it was noted that the stylet would not advance down the lumen of the right ventricular (rv) lead. A new rv lead was used to complete the procedure. The patient was stable with no consequences.

Manufacturer narrative:
The reported event of failure of the stylet to advance down the lumen of the lead was confirmed. A complete lead, without a stylet, was returned in one piece for analysis. A stylet could not be fully inserted into the lead due to excessive blood inside the inner coil at the middle region of the lead. The cause of stylet failure to advance was isolated to excessive blood inside the inner coil. Visual inspection and x-ray examination did not find any anomalies.